Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had insufficient/low power and would not reverse - reverse locking mechanism blocked. It was further determined that the device failed pretest for check the power with the test bench, check triggers for forward/reverse mode, air leak, reverse locking mechanism and attachment coupling with the attachments. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.